Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported there was a communication problem. The patient¿s implantable neurostimulator recharger (insr) was showing the reposition antenna screen and they thought their implantable neurostimulator (ins) was dead. The patient thought the last time they had charged was a week prior to the call but could not remember for sure. While on the call they tried to recharge using the insr but it would not connect. When using the patient programmer it showed the poor communication screen. An over-discharge was suspected. These issues began following a fall on (B)(6) 2015 and notice they were unable to connect on (B)(6) 2015.